Event description:
It was reported a 12mm 10x28 tpal spacer was being inserted at l4-l5 disc space of a patient. After the implant insertion and rotation the surgeon pushed the ring down and turned the knob counterclockwise to remove the inserter. The inserter would not come off the implant. The inserter was removed from the inserter shaft, the implant was un-rotated and the shaft was pulled off using some force. A tamp was used to final position the implant. The patient also had competitors screws implanted from l4-s1. There was no delay in surgery and no adverse consequence to the patient. This report is for an unknown t-pal spacer. This is 2 of 2 report for (B)(4).

Manufacturer narrative:
Report for an unknown t-pal spacers, 10mmx28mm. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.